Manufacturer narrative:
Correction : upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2026-11766 please refer to MFR. Report number 2016493-2026-11200.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an issue occurred when issuing oxycodone 10 mg to patient 01l1e. The user initially had a rejected rxverify request, when attempted to submit a new request, the checkbox needed to select the item was missing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an issue occurred when issuing oxycodone 10 mg to patient (B)(6). The user initially had a rejected rxverify request, when attempted to submit a new request, the checkbox needed to select the item was missing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user initially had a rejected the rxverify request. A technical support specialist (tss) found that when user attempted to submit a new request, the checkbox required to select the item was missed, likely because the original request had already been rejected. Tss reviewed the medbank myqlink (mql) and confirmed that the request had since been approved. After the user attempted the action again, the updated approval status became visible, and the medication was issued successfully. The system functioned as intended after the technical support specialist investigated the issue.